Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had motor error. The customer¿s blood glucose was 413 mg/dl at the time of the incident. Customer reported that they had motor error. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime or a33 test, excessive no delivery test, self test, off no power test, a21 error test and the delivery accuracy test. All operating currents are within specification. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.